Event description:
The lay user/patient called lifescan (lfs) in 2005 and alleged that her meter was reading inaccurately high. The medical affairs specialist mailed a letter in 2005, since the user could not be reached by telephone for further clarification. The pt reported several high results such as: 309, 319, 352, and 293 mg/dl. Some of these results were taken back to back, however, all of the results fall within the 20% specifications. The pt reported symptoms of shakiness and trouble concentrating after testing on her meter. She contacted emergency services 2005 and she was treated with glucose. The result obtained, if any, was not reported. It was discovered that the meter was set to mmo/l; however, the pt stated that the meter was set correctly at the time of testing. It would have been helpful to know if the pt took any medications based on the "high" readings and what the pt's blood glucose result was on prior to receiving the glucose from the paramedics. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strips and for cleaning the puncture site were correct. A control solution test was performed and it passed. A replacement meter has been sent.